Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced fatigue, muscle and back pain, urine and bowel urgency, swelling, rashes and inflammation in most parts of her body. The patient experienced difficulties to stand or sit for too long due to pain in buttocks. The patient also experienced infections and allergic to antibiotics and nickel. All symptoms gradually appeared after mesh was put in. The patient also suffers from anxiety and depression. The patient stated it happened on (B)(6) 2008. The mesh is still implanted and at this time, the patient is waiting for removal. No additional information is available.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Patient codes: (B)(4).